Manufacturer narrative:
The cord was returned to our line cord supplier electri-cord for eval. They advised that the molded plug was ecm cat. Mc-10h with taller blades and ground pin. The cord had a date code of 1605, indicating that it was manufactured in (B)(6) 2005. Electri-cord reports that this return showed evidence of abuse in that the ground pin was bent away from the line over 1/16", which was possibly a factor in the breakage of the line blades. Electri-cord corrective action: electri-cord mfg has discontinued the use of the crimped style taller blade that was used in the production of the returned cord in all of their molded plugs. These have been replaced by solder type blades/ground pins that are more resistant to breakage. The discontinuation of the use of the taller blades/ground pin was effective in mid (B)(6) 2009. Electri-cord reports that the alternate style blades are a soldered type blade that is more robust, and more resistant to mis-use. Electri-cord reports a 0.0012% failure rate for these cords; therefore, no additional corrective action is planned by mindray at this time. Regarding this particular customer, we are replacing their damaged line cord. We suggested that they inspect their linecords, and we will replace any damaged linecords that they have.

Event description:
The customer advised a mindray service representative that while the line cord was in use with a pt, it showed signs of arcing and heating up. They replaced the line cord and monitoring was continued. No injury was reported.